Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited an electrogram anomaly. Episodes and electrograms did not transmit in the scheduled transmission. The transmission in the programmer showed the last device check in-clinic (B)(6) 2019 at 2:00am. This was the suspected reason episodes and electrograms did not transmit. However, the patient was not checked at that time. According to remote care, there were no issues with the transmission. The patient was stable, and will continue to be monitored.